Event description:
It was reported by the customer that a pyxis medstation es system failed tower door 2 while users were trying to issue medications. The customer reported that malfunction occur when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to latch clicking. A field service engineer replaced the latch. Preventive maintenance was performed on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.